Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 145 mm from the terminal pin. The lead was returned in two segments with a total length of 610 mm. Analysis determined that a portion of the lead may be missing. Visual inspection revealed that the clear medical adhesive was torn and separated from the insulation at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. Th distal end of the proximal spring electrode was separated from the lead body insulation and had been pushed distally up over the lead body insulation. Slight calcification was noted on both the proximal and distal spring electrodes. Laser lead extraction damage was noted in the insulation. Detailed analysis was performed. Microscopic inspection noted the trilumen insulation had webbing damage between all three lumens at approximately 250 to 277 mm from the tip. The x-ray did not reveal any anomolies. Due to the location and type of damage, analysis determined that it was most likely caused by entrapment in the clavicle first rib cage region.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) lead and they would bring the patient in for further evaluation. Two months later the patient was brought into the office where it was noted that the noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The implantable cardioverter defibrillator (ICD)was also noted to be emitting tones. Upon interrogation the rv lead and ICD exhibited low out of range pacing impedance measurements. The sensing was temporarily reprogrammed and defibrillation threshold (dft) testing was performed to ensure adequate sensing of ventricular fibrillation (vf). Insulation damage was thought to be a contributing factor. A revision procedure was performed where the lead and device were explanted.